Event description:
The customer reported that the reservoir was leaking insulin past o-rings. The customer was trying to prime the set when the leakage occurred. The customer removed the reservoir from pump and noticed that o-rings were still intact but reservoir compartment was full of insulin.